Manufacturer narrative:
Other: tga adverse incident report reference no 66041; submitted to tga (therapeutic goods administration) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2019. According to the complainant, after the implantation, the patient experienced mesh exposure and dyspareunia. Subsequently, the patient underwent complete excision of retropubic sling on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event to date.